Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cassette and into the cycler. Pt was in process of canceling out his treatment and had already disconnected, and as he opened the cassette door he realized there was solution inside the cassette door. Pt had no adverse effects and his effluent remained clear. The sample has not been returned to the MFR.

Manufacturer narrative:
The device has not been returned to the MFR for physical eval and the failure mode cannot be confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformities during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.